Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. ¿ a bezoar is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2020, the patient experienced vomiting. On (B)(6) 2021, the patient was hospitalized for bezoar, which was removed by endoscopy. Hospital nutritionist will follow up with the patient and provide information regarding insoluble fibers.